Event description:
The physician inserted the cooled ablation catheter and was getting it into position. Once there, the md was unable to get the directional control to work and said it appeared that the catheter was in a "fixed mode." The md was unable to get the directional control to work and had to remove the catheter. Another catheter from the same company was used--same size--and worked as expected. There were no visual defects seen on the device that did not work. No patient harm. Manufacturer response for cooled ablation catheter, chilli ii. Phone call placed to rep on 11/12/07. Awaiting product return instructions and will send device to manufacturer for inspection/analysis.